Event description:
It was reported that when the ventilator was connected to a patient, it generated alarms for low o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The device o2 cell cable was replaced and returned for investigation. The cable was mounted into a ventilator test device for simulated use testing. The device system pre-use check passed without deviation and a ventilation session on a test lung for one day was preformed without generation of any alarms. Device log evaluation confirms that alarms for low o2 concentration were occurring several times on the given date of event. The log also contains clinical alarms for low respiratory rate and low expiratory minute volumes. The cause to the reported event cannot be determine by this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).